Event description:
A customer reported an issue with loading a cartridge. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by changing the cartridge and successfully resumed insulin, with no further assistance needed.